Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The customer stated that the delay in results was due to not having quality control (qc) results and they could not report patient result. The fse evaluated the analyzer and did not identify any system malfunction. The fse pulled log files from analyzer and sent to the dxc 500i chemistry analyzer subject matter (sme) for review. The sme reviewed log files and confirmed that the patient sample ID: (B)(6) was present on (B)(6) 2025. However, was unable to obtain the log files for event date of (B)(6) 2025. The sme was able to verify that qc successfully passed on (B)(6) 2025. The cause of event cannot be determined, the information provided is insufficient to determine the primary cause of event. Additional information for the investigation is unavailable. The cause of event is unknown. No hardware parts were replaced. There is insufficient evidence of a system or reagent malfunction. Section a2, a4, and a5: information not provided by customer. Section e initial report phone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported there was a delay in results and diagnosis and treatment for one (1) patient involving their dxc 500i clinical chemistry analyzer. The customer indicated they received troponin (hstni) and tsh (thyroid stimulating hormone) patient results 1-2 hours late and b-type natriuretic peptide (bnp) results were delayed for 6 hours. The customer stated that the delay in results was due to not having quality control (qc) and they could not report patient results. The patient heart attack diagnosis and treatment were delayed due to delay in results. After obtaining results, an electrocardiogram (ECG) was performed, troponin levels testing was ordered and performed which confirmed elevated results. The patient was admitted to the hospital and was provided treatment. There is no death associated with this event.